Manufacturer narrative:
(B)(4). Physio-control provided the customer with troubleshooting assistance. After several follow-up attempts with the customer, physio-control was unable to confirm if this particular device was either repaired or removed from service. The device has not been returned to physio-control for evaluation and the cause of the reported failure cannot be determined.

Event description:
It was reported that the device initially displayed all three (attention, charge-pak and wrench) icons and no voice prompts were heard when the lid of the device was opened. This failure would prevent the device from being used for defibrillation therapy, if necessary. There was no patient use associated with the reported failure.